Event description:
According to the available information, early placement [of aris] in the context of severe stress incontinence and emergency. Sphincter insufficiency established during a check-up. Emodynamics. Current condition of the patient: severe constipation, pain in the left iliac fossa, pain in the left leg and hip, lower back and tailbone pain

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.